Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. An unexpected restart alarmed after battery change due to faulty board. The test mini link transmitter communicated properly to the pump. No unexpected lost sensor alarm was noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer has not treated for the high readings. The customer stated that she also encountered an unexpected restart alarm from the pump. The customer also stated that the button error alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.